Manufacturer narrative:
Philips service performed a software reload. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the suite pc software intermittently restarted outside clinical use on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.